Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to fluid that invaded through the venting connector of the scope connector, and caused corrosion of the wire (identified within the device as the "a-wire") and coil in the control unit. Then the a-wire stuck to the coil, which resulted in the suggested event. The suggested event is detectable for IFU (operation manual) instructs to perform inspection prior to use in ¿3.2 inspection of the endoscope¿. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope experienced an image issue. The event occurred during preparation for use. The intended diagnostic colonoscopy procedure was completed using a similar device. There was no report of patient or user harm associated with the event. During testing and inspection of the returned device, it was discovered that the angulation lock was jammed. This medwatch report is being submitted to capture this reportable malfunction which was identified during the evaluation.

Manufacturer narrative:
During the device evaluation, the following was found: there were angles that were completely jammed. The aspiration channel cylinder port was worn out. The air/water cylinder port was worn. The angle knob in neutral position was not working. The bending tube return in the up-angle direction was not working. Angulation in the up/down right/ left direction, concurrent rotation was not working. The up/down right/left knob locking was not working. There was water leakage or stain found on the grip unit. The insertion tube had scratches. The bending section cover and insertion section joint were deformed. The connecting part of the first bending and passive bending was not working. The passive bending angle, passing bending shape was not working. The insertion section had variable stiffness in range and ring. The scope ID chip function was not working. The light guide lens had deterioration. There were image issues e216 error. There were water stains found on the scope connector and electrical connector. The switch function was not working. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.